Manufacturer narrative:
The check of the DHR of the head and stem affected (lot #200806117 and 201211142, respectively) did not show any anomaly. A total of (B)(4) resurfacing heads and (B)(4)resurfacing stems were manufactured with the above lot # without receiving any other complaint on these lot #. As the bone ongrowth was minimal in the explanted resurfacing head, we also checked the sterilization charts of the 2 devices involved: all of them were regularly sterilized before being placed on the market. A picture of the explanted resurfacing head confirmed the bone ongrowth only in small areas of it. Explants and x-rays not available, therefore a further investigation is not possible. No corrective actions planned. By the event information it appears to be a problem patient-related and/or due to suboptimal implant technique ("stem was not fully press fit into the native host bone"); our investigation excluded a product-related case. A total of 2 revisions due to pain with a smr resurfacing were reported, on a total of 3106 smr resurfacing prostheses implanted ww since 2006. This gives a specific revision rate of (B)(4)%. Limacorporate will keep monitored the market.

Event description:
Primary smr resurfacing on (B)(6) 2013. Patient had a gradual onset of pain and loss of function, leading to revision on (B)(6) 2016 (conversion to smr reverse). During revision, the resurfacing head (product code not marketed in the us) was extracted very easily and had clearly shifted over time. There was some bone ongrowth inside the head, however only in small areas. Further notes by the sales rep: the resurfacing head was not sitting in the correct position during revision. It appeared as though the resurfacing head was coming away from its original position. By that I mean the resurfacing stem (product code marketed in the us) was not fully press fit into the native host bone. Event occurred in (B)(6).